Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82.

Event description:
The customer observed a false reactive architect (B)(6) result for one patient who was receiving an administration of venoglobulin. The patient had a clinical diagnosis of myasthenia gravis. No impact to patient management was reported.

Manufacturer narrative:
H6 health effect impact code: f26. H6 component code: g01003. D8: was this device serviced by a third party? No. The complaint investigation included review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Lot testing was not performed as the lot was unknown. A review of the tracking and trending did not identify an increase in complaint activity for the issue of false positive results. Device history record review did not identify any issues associated with the complaint issue. Historical performance was evaluated using worldwide field data. The patient median result for all lots are comparable in the field and confirms no systemic issue for the product. The overall specificity for the architect anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive and result values of < 10.00 miu/ml as nonreactive) was estimated to be 99.22% at the lower 95% confidence level, therefore false reactive results may at times occur. An elevation in results is possible following injections of immunoglobulin, however studies designed specifically to assess the interference of immunoglobulin injections on the detection of anti-hbs antibodies using the architect anti-hbs assay have not been performed. False elevated results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. Analytical interference can lead to falsely elevated results and according to the literature, there is no single procedure that can rule out all interferences. It is important to recognize the potential for interference in immunoassay and to put procedures in place to identify them wherever possible. Most important is a consideration of the final clinical picture. If there is any clinical suspicion of discordance between the clinical and the laboratory data an attempt should be made to reconcile the difference. The detection of interference may require the use of an alternate assay, or measurement before and after treatment with additional blocking reagent or following dilution of the sample in non-immune serum (1). Labelling and literature (1) were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, was identified. (1) interferences in immunoassay, tate and ward (2004), clin biochem rev, vol 25, 105corrected information found in section d3 email, phone number and fax number, and section g1 mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field. H10. There is no change to the content of the data.